Event description:
It was reported to philips that the system malfunctioned, with no radiation emitted due to defective converter and control unit on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the unit digital kv ma control, lithium battery 1/2aa, and converter1, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).